Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported experience of abnormal waveforms and limited movement of the left tah diaphragm could not be confirmed or reproduced during investigation testing. Low right cardiac output was observed in the patient data file review but could not be duplicated during testing. It is possible that the mock tank that the driver was connected to during the time of the customer-reported experience could have contributed to these low cardiac outputs. The mock tank was not returned and could not be evaluated as part of this investigation. The companion 2 driver passed all functional testing and portrayed steady cardiac output and normal waveforms throughout an additional 75 hour observation test. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited abnormal pressure and flow waveforms on the right side while connected to the mock tank. The customer also reported that there was limited movement of the diaphragm on the left side of the mock tank's temporary total artificial heart. The customer also reported that extended data from the companion 2 driver showed proper function.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited abnormal pressure and flow waveforms on the right side while connected to the mock tank. The customer also reported that there was limited movement of the diaphragm on the left side of the mock tank's temporary total artificial heart. The customer also reported that extended data from the companion 2 driver showed proper function.